Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture, "infection" and that they "almost died." Device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified fold creases, white particles material was found on the shell and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician." The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30034740 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of jul 2020 through jun 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left side rupture, "infection" and that they "almost died." Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
DHR summary : review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. During the DHR review, in the assembly router (B)(4) it was found a missing n/a. This documentation issue did not have any impact during the execution of the operation involved thus it doesn¿t have any effect in the integrity of the implant. However this documentation error is being corrected by the personnel involved. Other records reviewed: environmental monitoring results for (B)(6)2019, and bioburden monitoring results for (B)(6)2019. Review of work order (B)(4) and the event "infection" did not identify any ncrs associated with this information.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.